Manufacturer narrative:
(B)(4)

Event description:
See also MFR report # 3004209178-2010-05902. Pt reported on a survey on (B)(6)2009, difficulties with recharging and stated that it is "too much work, arms don¿t work behind my back, can't get enough bars". Later it was reported that there were coupling and or communication issues. An ins over-discharge was suspected but was not confirmed to be the cause. The device was unable to be interrogated. It was stated that the pt did not charge the battery for over a year. The pt, again, reported that the location of the neurostimulator made it difficult to recharge and was also unable to reach the location in order to place the antenna for recharging. Subsequently, the pt had new devices implanted and was then able to recharge them without difficulty. The pt was receiving effective stimulation. No further details were provided.